Manufacturer narrative:
Exact date unknown, event occurred six or seven years ago from date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 15409334/15426173.

Event description:
It was reported that the patient was experiencing inadequate stimulation. No device malfunction was suspected. All device components were explanted and will not be returned. The patient was doing well postoperatively.